Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted tool and electrocautery marks in device casing. Device interrogation revealed that the device battery status was elective replacement indicator. A longevity calculation found that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned to allow for reliability analysis.